Event description:
The customer reported a crack on the insulin pump case. The customer also reported motor error alarms and shortened battery life. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with a crack on the upper right corner near the display window, a missing display window and missing end cap sticker. The insulin pump alarmed motor error due to a loose drive support disk.